Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level was 500 mg/dl. The customer's blood glucose at the time of incident was found to be 487 mg/dl. The symptoms for high high blood glucose were none. The customer was unable to troubleshoot. It was unknown if the customer was using auto mode at the time of incident or not. The insulin pump will not be returned for analysis.